Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. The device involved in the complaint has been returned by the customer and evaluated. Once the investigation process is completed a follow-up report will be filed. (B)(4).

Event description:
Review of service and repair logs. Reference repair order log (B)(4) - repair authorization form. "When you push the pedal it doesn't activate the handpiece every time." (B)(4).

Manufacturer narrative:
(B)(4). Investigation: initiated manufacturer's investigation. No sample returned. Review DHR. X-inspect returned samples. Inspect stock product. Analysis and findings: a review of the 2 yr complaint history reveals similar issues. Service and repair confirmed the foot pedal was not properly functioning. The foot pedal is used to activate the device. If not functioning the power to the unit will not flow and it will not cut. The unit is obtained from alsa, an (B)(4) manufacturer, and integrated with csi products with minor adjustments that does not involve modifications to the internal board. The foot pedal has been known to fail due to a few reasons. The most common is the diaphragm which acts as the mechanism to make contact (for electrical current) to supply power to the unit. Air displacement pushes on a piston via the diaphragm into a switch to turn the power on. The foot pedal creates the air displacement to the pneumatic switch mechanism located in the housing of the unit. The diaphragm breaks down just enough to lose its seal and cannot function properly. The diaphragm material has been described as a rubber, possibly a latex. Given the appearance of a bad diaphragm it appears to have been exposed to excessive stimuli or reached its useful life. Materials like latex are flexible hence the use in this application but its elastic properties can alter due to exposure or time. The root cause for this complaint condition is not readily available. The root cause is component related to the diaphragm. Correction and/or corrective action: the issue is being investigated by sustaining engineering to properly address the issue with corresponding corrective actions. This is not an assembly issue. Complaints will be continuously monitored to determine if there is any new trend for this complaint condition.

Event description:
Review of service and repair logs. Reference repair order log 79412 - repair authorization form. "When you push the pedal it doesn't activate the handpiece everytime." (B)(4).